Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and there was no blank display anomalies or burnt smell. The device was missing the end cap sticker. The insulin pump was received with cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer's husband reported via phone call physical damage on the insulin pump and low blood glucose levels. Customer's blood glucose level was 29 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised a burnt smell came from the battery compartment. Customer advised the insulin pump would not turn on and they were not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.